Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure or a summary of relevant errors that were observed. An isi advanced failure analysis engineer (fae) reviewed the stapler logs. Per the fae, the logs show sureform 45 stapler instrument (part #480445; lot #t11220811-0314) was installed on the system 5 times and fired one white reload on the 4th install. There was one clamp and one fire initiated, and both were completed per the logs, with no pauses for compression. On the 2nd and 4th installs, the system did not detect the reload color, and the user manually selected the white reload via the surgeon side console (ssc) touchpad. There were no stapler related errors in the logs and all engagements were successful. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted total colectomy procedure, the patient was unstable and brought back to the or for an exploratory laparotomy. The patient was found to have active large bleeding coming from the inferior mesenteric artery. The bleeding was controlled with suture ligature. The estimated blood loss was around several liters and the patient received 5 units of packed red blood cells. The cause of the bleeding is unknown.

Event description:
It was reported that the patient underwent a da vinci-assisted total colectomy procedure. A staple line was reported to be not quite midline where a white sureform 45 reload was fired with a sureform 45 stapler instrument. The surgeon had reportedly took a different angle than normal for this type of surgery, but no bleeding was seen. There was no buttress material used, no clamping issue, no malformed staples, no re-stapling required, and no bleeding was seen during the procedure and prior to closure. The staples deployed as expected. There were no device or patient issues encountered, and the procedure was completed as planned. A serial complete blood count was done after the procedure. The patient's blood pressure, hemoglobin, and hematocrit dropped below the desired parameters. The patient was rushed back to the operating room the day after the surgery for an exploratory laparotomy. Active large bleeding was found coming from the inferior mesenteric artery. The bleeding area was controlled with suture ligature. The abdomen was irrigated, and large blood clots were evacuated. The staple line was reassessed, and no unusual findings were observed. There was no bleeding from the edge of the staple line. The estimated blood loss was around several liters. The patient received 5 units of packed red blood cells. There was no end organ damage or complications reported other than a larger incision due to open surgery. The cause of the bleeding was unknown, and the surgeon believed that the da vinci system, instrument, and/or accessory did not cause or contributed to the reported event. There was no device malfunction associated with the event.